Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of incident. The customer reported receiving the alarm and tried three times to changing the infusion set and reservoir. The customer did troubleshoot the issues and was unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.